Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery. Then it alarms there is not insulin in the cannula and it prompts the customer to rewind the device. The device had alarmed power error detected. Customer's blood glucose was unknown. Troubleshooting was performed and customer was advised to reset the device for ten minutes and follow certain steps and if issues persisted to call back. The device is not returning for analysis.